Event description:
Angioseal was being placed in pt's right groin. The sheath was in place and the piece with the collagen plug was being introduced into the sheath. As the physician was getting ready to expose the tamper tube, the whole system just fell onto the pt's groin.